Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors distorted, outer insulation torn, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors distorted, outer insulation torn, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died four months after device implant. The cause of death has been requested and not received. Follow up with the clinic reported the patient was 100% paced and had a medical history of atrial fibrillation, moderate tricuspid valve regurgitation, and pulmonary hypertension.